Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system is intermittently and randomly shutting down during cases. No pt injury was reported.